Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right common iliac artery (cia). A 10.0 x 20, 135cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 10.0 x 20, 135cm mustang¿ balloon catheter. No patient complications were reported.